Event description:
Received an electronic report from a dialysis user facility that stated the arterial chamber kept dropping during treatment and air alarms occurred. On the rinse back, the arterial med port came off the arterial chamber and unable to rinse back the patient. Blood loss experienced. The reporter of this event was contacted in 2005 and according to the verbal report, once the separation occurred, she was unable to return the patient's blood. The patient lost approximately 250 ml of blood. A new treatment system was set up on the dialysis machine and the treatment was able to be resumed. No medical intervention resulted from this event. A sample is available.